Event description:
During a diagnostic laparoscopy the surgeon was using a set of #26172c resuable trocars 5mm. Surgeon was taking down an adhesion using the dcs12 and after pulling out instrument noticed 2 inches of insulation missing off the tip. A general surgeon was called in and retrieved 2 pieces through scope by adding one add'l co trocar. Pt consequence was another added trocar and extended time of procedure. A photo is bieng returned. After case, or director, materials manager, and rep did a test using same trocar with another dcs12. Instrument was placed through trocar and pulled out. Trocar cut into dcs12 insulation and pulled off about 2 inches worth. Trocar had a crimped edge and had a small inner diameter that would not fit the dcs12. A1,2,3,4; b6,7; d10: info not provided during initial contact. Follow up letter sent to facility requesting add'l info. D5,6; h4: info not available, device not returned for analysis. Surgeon, or director, and materials manager will discuss with cheif md the dicontinuance of these metal trocars due to not fitting some of the instruments. There was no product defect.